Manufacturer narrative:
Concomitant medical products: product ID 7435, serial# (B)(4), implanted: (B)(6) 2005, product type: programmer, patient. Product ID 748925, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID 748925, serial# (B)(4), implanted: (B)(6) 2005 product type: extension. Product ID 3887-45, serial# (B)(4), implanted: (B)(6) 2005, product type: lead. Product ID 3887-45, serial# (B)(4), implanted: (B)(6) 2005, product type: lead. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient's neurostimulator was burning and causing him pain and he would like it removed. Patient reached out to his implant doctor who provided him with another health office in his current city.

Event description:
It was reported the patient fell two weeks ago and since then they felt a burning sensation under the implantable neurostimulator (ins) even when it was off. The patient¿s stimulation had moved to a different location. The patient used to feel stimulation on their right leg, hip, groin and now it had shifted to the left. Impedances ranged from 761 to 1537 ohms. Reprogramming was attempted the day of report but it didn¿t help. The patient was sent for x-rays and the results were not ready as of the time of report. The physician noted that the stimulator would likely be replaced. No outcomes or interventions were reported regarding this event. If additional information is obtained, a follow-up report will be sent.